Event description:
It was reported that a cartridge was damaged as it did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was around 100 mg/dl.